Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a battery/power issue with the adc device. The customer was unable to power on the adc device and was therefore unable to obtain readings. It should be noted that the caregiver stated that liquid was spilled on the reader. The customer experienced hypoglycemia and lost consciousness. The customer was seen by a healthcare professional who administered unspecified treatment.

Event description:
A caregiver reported a battery/power issue with the adc device. The customer was unable to power on the adc device and was therefore unable to obtain readings. It should be noted that the caregiver stated that liquid was spilled on the reader. The customer experienced hypoglycemia and lost consciousness. The customer was seen by a healthcare professional who administered unspecified treatment.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of incident is unknown. The date entered in section b3 is per the customer's report of "approximately two weeks ago." The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.